Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator may have contributed to recent observations of spontaneous ventricular fibrillation (therapy was diverted) resulting in pacing inhibition for this pacemaker-dependent patient. (Asystole was believed to last less than 2 seconds in duration.) Events appeared to be triggered by noise at night. Despite pocket manipulation, arm movements, etc., the noise could not be reproduced. Measurements were normal and consistent with previous values. The patient had no complaints and was sent home after the physician decreased sensing from nominal to least. According to analysis of recent measurements and egms by our technical services department, oversensing and noise were confirmed and believed to be related to myopotential oversensing diaphragmatic stimulation. Ventricular asystole longer than 2 seconds also was confirmed. Technical services recommended additional tests to identify the source of noise (diaphragmatic or pectoral muscle stimulation, pocket manipulation) and suggested that brady and tachy sensing be closely monitored since the sensitivity was reduced to least. Finally, if the noise was still present on the rv channel combined with the less sensitive setting, implanting a new bipolar pacing/sensing lead could be considered.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.